Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or charged her scs ipg in two years. A company representative met with the patient and confirmed the ipg was inoperable. Surgical intervention may be taken to replace the patient's scs ipg.